Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an inability to charge the ilet on the provided charging pad, with the pad exhibiting continuous green blinking despite outlet changes and correct device placement; the user also could not charge an iphone on the same pad, and a replacement pad was arranged. No adverse clinical effects reported. Outcomes included no impact to health and no alarms. Investigation included user troubleshooting and education by phone. Investigation of this case revealed a suspected charging pad malfunction consistent with a power/charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charging accessory.